Manufacturer narrative:
The device used in treatment has been returned for evaluation, establishing a relationship between the events reported. A visual inspection found no defects. The functional evaluation found the device could not generate or control negative pressure due to defective vacuum pump and was unable to generate alarms under normal circumstances, the main circuit board has been identified as being defective also. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed finding further instances, however there are no further actions deemed necessary in relation to both events. The investigation is now complete and recorded, mechanical component and main circuit board failure. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that during service evaluation the pump failed to alarm under expected alarm conditions. No patient involved.